Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the vitrectomy probe cut poorly. The probe could not aspirate properly. The probe was replaced and the procedure was completed. There was no patient impact. This is one of two reports received from the facility.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and deemed non-conforming. The needle is bent approximately 5 degrees. Cut testing was performed and deemed conforming. Actuation testing was performed and deemed non-conforming. Aspiration testing was performed and deemed non-conforming. Aspiration bias closed testing was performed and deemed non-conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is slightly bent. Gouge marks were observed at the bend area and several areas along the inner cutter. The aspiration line was found to have an obstruction. After the obstruction was removed, the aspiration and actuation test was repeated on the disassembled probe; the aspiration and actuation tests were then found to be conforming. The initial test was deemed nonconforming, and a retest showed the cutter was able to actuate and the probe was able to aspirate to its specification. Initial aspiration and actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does not confirm the probe had a cut issue. The probe sample met specification for cut. However, the complaint evaluation does confirm the probe had an aspiration issue. During evaluation it was also found that the probe had an actuation issue. The most likely root cause for the actuation issue is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The most likely root cause for the aspiration issues is from the obstruction within the aspiration pathway. When the interference was removed during the disassembly of the probe, and the aspiration path was cleared, the actuation and aspiration tests were conforming when retested. This bent needle and inner cutter condition, as well as the aspiration pathway blockage, appears to have occurred during the probe being used in surgery for approximately 15 minutes, but it is not known how the needle and cutter actually became bent or how the aspiration pathway became blocked.. No specific action with regard to this complaint was taken because the reason for the bent needle and bent inner cutter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).